Manufacturer narrative:
While at the ER consumer had a blood glucose test with doctor's meter (unk) and "she" felt the result was 'normal'. Consumer did not get treated while being at the ER. After being examined doctor stated everything was 'normal' with consumer and she was then released home the same day. Consumer has not used the meter ever since. (B)(6). During the call to customer support, it was revealed that the consumer did not perform a control solution test for integrity before use their initial test strips as instructed in our directions for use. Test strip lot # 1020814091 expiration date: 04/30/2016. Opened: greater than six (6) months ago. Control solution lot # none. Per label copy/ package insert high or low blood glucose results can indicate potentially serious medical conditions. In case of an unexpected result, you should repeat the test using a new test strip. If the result is still unexpected, or the reading is not consistent with how you feel, contact your hcp and treat as prescribed. Any change in the treatment of your diabetes should be discussed with your hcp. Nova max test strip insert- quality control checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Storage and handling keep the nova max glucose test strips vial tightly closed when not in use. Test strips should be stored only in the original vial. Meter and test strips are expected to be returned for evaluation. During a follow up call using the replacement meter, test strips and control solution: (B)(6).

Event description:
It was reported on (B)(6) 2016 by the consumer's daughter called in for consumer to report an incident in (B)(6) 2015 where the consumer went to the hospital due to high bg readings.

Manufacturer narrative:
The consumer's complaint is confirmed. Evaluation of the returned test strips read high out of control range. The root cause is attributed to the consumer's storage and handling of the test strips as evidenced by the weight of the returned vial failing the weight test. A failure of this nature is consistent with a compromised vial by exposure to humidity and/or fluid. This finding is further supported by the results of the retain strip lot testing which confirms the retain strips to perform within specification. This is further supported by the results of the retain strip testing which indicates the performance of the retain strips are within product specification. The DHR was complete and contained all relevant data indicating the product put into finished goods met all specifications. The sequence of events reported by the consumer does not align with the time and date details stored in the meter history.